Event description:
I have been struggling with fatigue, migraine, dizziness and a variety of other symptoms. I have been diagnosed with m.e and my helen has deteriorated over the past 4 years. I have only just come across breast implant illness and al-il. I have allergan breast implants and am now having them explanted. FDA safety report ID# (B)(4).